Event description:
It was reported to the company that there were repeated discharge in the pt's implanted ear. Surgery was performed to help clear up the discharge. Testing performed showed that the device is functioning. X-ray will be performed to check the electrode placement.